Event description:
The customer reported false positive architect total b-hcg generated from an architect i2000sr and provided the following information: sample ID : (B)(6) initial result was 798.74 miu/ml (positive), repeat results were <1.20 miu/ml (negative) & <1.20 miu/ml (negative). (Reference: = 5.00 miu/ml is negative, = 25.00 miu/ml is positive, > 5.00 miu/ml and < 25.00 miu/ml are considered grayzone - no interpretation will be reported for these results): it was reported that retained positive and negative samples were tested for the possibility of carryover contamination, however none was observed. There was no reported impact to patient management.

Manufacturer narrative:
All available patient information was included. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false positive architect total b-hcg generated from an architect i2000sr and provided the following information: sample ID : (B)(6) initial result was 798.74 miu/ml (positive), repeat results were <1.20 miu/ml (negative) & <1.20 miu/ml (negative), (reference: = 5.00 miu/ml is negative, = 25.00 miu/ml is positive, > 5.00 miu/ml and < 25.00 miu/ml are considered grayzone - no interpretation will be reported for these results): it was reported that retained positive and negative samples were tested for the possibility of carryover contamination, however none was observed. There was no reported impact to patient management.

Manufacturer narrative:
The architect i2000sr, serial l# (B)(6) was inspected, and the field service engineer cleaned the load-unload diverter and calibrated the reagent 1 probe. There was a deformation noted at the junction of a with a tubing, in which the tubing was initially cut, but it was ultimately determined that the heater / tube, trigger (rohs) required replacement. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The instrument service history review revealed no additional issues related to false positive results related to the customer reported issue. A review of tracking and trending did not identify a trend for the architect i2000sr as with regards to the customer reported event. A review of the manufacturing documentation did not identify any non-conformances or potential non-conformances related to the arc i2000sr and customer reported event. Labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified for the architect i2000sr, serial l# (B)(6).